Manufacturer narrative:
Exemption number e2011009. B. Braun medical inc. Is submitting a single report on behalf of b. Braun melsungen (the manufacturer), and b. Braun medical inc. (The importer). This report has been identified as b. Braun medical internal report number (B)(4). The volumetric accuracy was tested three times at 250ml/hr and 25ml and the pump tested in specifications. Based on the results of the investigation, the pump operated as intended. If additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun medical internal report (B)(4). The device has been received and the investigation is ongoing at this time. A follow-up report will be provided when the examination results become available.

Event description:
As reported by the user facility: reports nurse thought pump infused faster than it should have. Rate was 5 micrograms per hour bag was 1000 micrograms in 100 ml 0.9% sodium chloride, concentration 10 micrograms per ml. There is no other information as to why nurse believes infusion was completed too soon. Patient did not have any signs or symptoms of over infusion.